Manufacturer narrative:
Correction: h11: field should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient passed away due to respiratory failure during the lead implant procedure.

Event description:
It was reported the patient deceased following an attempted system implant. There is no known allegation from a health professional that suggests the death was related to the device or procedure. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.